Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t heir device does not work anymore. They were not sure when the issue began, maybe 2015 or 2016. There is an issue with the paddles and the resolution would be to have the lead replaced but they do not want to go through a surgery like that. They tried working on it before the patient moved but they could not resolve the issue. The patient currently does not have a healthcare professional (hcp) but they did not want a list of hcps in their area. There were no patient symptoms reported and no complications reported.